Event description:
Right hip revised 3.5 years after total hip arthroplasty. At revision, cobalt chrome alignment pin in the stem was observed to have sheared.

Manufacturer narrative:
Other devices used: catalog number 200610 long 50 neck. Device history records for the stem are intact and comforming and indicate manufacture to spec.